Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 12-14, 2024. H11: the actual device was not available; however, ten photographs of the sample was provided for evaluation. Visual inspection was performed on the photo samples which showed leakage from the middle/administration port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was likely due to variations in the manufacturing equipment, causing a port bonding area defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from middle brown port. The leaks were observed after the bags were filled prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.